Manufacturer narrative:
Device name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set customer (person): line 2 of address: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide within a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set unraveled and elongated during use. After placement of the catheter, the physician attempted to withdraw the wire guide but found that it had become stuck within the catheter and was unable to be pulled out. Consequently, the entire device was withdrawn and a new one was placed to complete the procedure. No adverse effects to the patient have been reported.

Manufacturer narrative:
Investigation - evaluation. It was reported that a wire guide from a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set (c-utlm-701j-rsc-abrm-hc-rd) from lot 10206960 became stuck within the catheter. Specifically, the wire guide was attempted to be withdrawn after placement of the catheter. The entire device was withdrawn to complete the procedure. Cook became aware of this event on (B)(6) 2020 upon being notified by (B)(6) hosp. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record (DHR), instructions for use (IFU), and quality control of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a photo of the device was provided to cook. A review of the provided photo revealed that the wire had unraveled. The wire guide was shown within the catheter and had multiple kinks. It also appeared that sections of the coil are elongated. The source of the break cannot be determined from the photo. Cook has concluded that this device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the dhrs for the reported complaint device lot (10206960) and the related wire guide subassembly lot revealed no recorded non-conformances. A database search found no other events associated with the reported device lot. As there are no related non-conformances or other complaints from this lot, there is no evidence that nonconforming product exists either in house or in the field. Cook also reviewed product labeling. Instructions for use (IFU) document c_t_ctulmabrm_rev7 [cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: standard seldinger technique for placement for placement of percutaneous vascular access sheaths, catheters and wire guides should be employed during the placement of a central venous catheter. Instructions for use: if resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, no product returned, and the results of the investigation, a definitive root cause for this event was traced to component failure without a manufacturing/design deficiency. The wire guide could have broken at any point prior to the catheter being completely placed, and potentially due to advancement through tortuous patient anatomy. However, this cannot be definitively confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.